Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 15. On (B)(6) 2019], loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.